Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the patient was hyper extending and the femur was jumping over the triathlon ps insert post. The physician tried to put in a thicker ps insert but was not happy with the extension flexion in the trial period. It was at this point that he decided to keep the 13mm poly but wanted to get a higher post. At this point the representative alerted the surgeon that using a ts insert with a triathlon primary tibial baseplate would be off label. The surgeon acknowledged he understood that it would be off label use but his professional opinion was to continue with his surgical plan."